Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer stepped on the pump and the touch screen became shattered. Additionally, the touch screen became intermittently unresponsive. Customer's blood glucose was 156 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.